Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2014. Manufacturing site evaluation: samples received: 7 unopened pouches. There are no previous complaints of this code/batch. There are no units in OEM stock. All packs received are tight. Tested the knot pull tensile strength and needle attachment strength of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). During fascia closure, suture broke (after 3 stitches). When surgeon requested an additional suture, the needle detached (needle remained in the needle holder). During the night, the patient had an indentation of the skin in the area of the suture, the thread was frayed. The surgical wound was re-closed.